Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an unrelated surgery where the ipg was not placed in surgery mode. Subsequently, the patient had trouble connecting to the ipg. As a result, surgical intervention may take place at a later date to address the issue.